Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: author. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
On 13-may-2019 literature article entitled:¿treatment of fractures of the femoral neck with cemented cathcart and thompson cervical-cephalic prostheses¿ the study performed a retrospective review of 528 fractures of the femoral neck treated with cemented cervical-cephalic prosthesis from 1978 to 1986. The models of prostheses used were: cathcart prosthesis in 301 cases (57%) and thompson in 227 cases (43 %) both device types were manufactured by depuy. Please note, the cathcart device is a femoral head with an accompanying sleeve; there is no indication of the manufacturer of the stems used in conjunction with the cathcart devices. The thompson device is a monoblock stem, where the femoral stem and head are welded together and implanted as one piece. There is no indication of revision for any components.